Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type catheter. Information references the main component of the system. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a company representative (rep) regarding a patient with an implantable infusion pump for non malignant pain receiving dilaudid (hydromorphone) with a concentration of 5 mg/ml and dose of 0.24 mg/day. It was reported that patient had the pump and catheter implanted (B)(6) 2021 which was unremarkable but after that time the patient developed swelling which they believe is related to the drug. Rep stated the pump was programmed to min rate mode to address the swelling and today is going to refill the pump with new different drug fentanyl. Rep stated they were planning on doing the removing system contents procedure. Additional information received from a company representative (rep) rep stated today they had attempted the removing system contents procedure and were unable to aspirate any fluid from the cap. Rep stated the pump was refilled with the new drug and the first aspirate was attempted. Rep stated the hcp decided to just push dye through the cap and was not concerned with the patient getting a bolus of drug. Rep stated the dye study was negative. Rep stated a priming bolus (tcv)is infusing and when this is done they will attempt again to aspirate. Rep wondering what to do if they cannot aspirate fluid/drug again. Discussed cap procedure and repositioning the patient. Rep was asked based on new previous implant if the cap was aspirated after connection of the catheter and stated it was, there was nothing remarkable with the implant. Discussed min rate mode, and modified bridge bolus. Caller stated the hcp may just deliver the dilaudid at the previous 0.24mg/day dose (0.048ml/day) and keep the new drug flow rate at 0.048ml/day or 24mcg/day. Caller will call back as needed.